Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. Additional information provided in a review of invoice history confirms the left initial hip arthroplasty occurred on june 17, 2004 and the right initial hip arthroplasty occurred on august 20, 2007. Subsequently, patient's left hip was revised on june 23, 2012 and (B)(6) 2012 due to unknown reasons. There has been no reported revision procedure on the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate that the left total hip arthroplasty took place on june 16, 2004 and patient underwent a left hip revision on june 23, 2012 due to instability. Revision operative report noted cottage cheese-like inflammatory material around the joint and metal debris under head. The head and cup were removed and replaced. Subsequently, further left hip revision occurred on (B)(6) 2012 due to a quadrilateral acetabular fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2013-01770 thru -01775 / -05063).